Event description:
A newlife elite oxygen concentrator was being used in an apartment that had a fire. The user was a smoker and had minor burns to arm. The fire was extinguished by a sprinkler system.

Manufacturer narrative:
The fire scene with the oxygen concentrator was inspected. There is evidence that the fire did not originate with the oxygen concentrator. There is evidence the plastic oxygen supply tubing was ignited at a night table where packages of cigarettes, a lighter, and a burnt cigarette filter were found, and the oxygen supply tubing burnt back to the oxygen concentrator. Other observations from the room include; an ashtray of cigarette butts, cigarette butt on floor, and burn holes in some bedding. Presently, the oxygen concentrator is being held in evidence with other items for possible further examination. A follow up report will then be submitted.